Event description:
On (B)(6) 2016, the pt contacted the telephone triage line to report significant pain after removing a ureteral stent that was left in his left ureter from an urological surgery that was performed at the (B)(6) 2016, to remove a left kidney stone. He went to a local emergency room and was transferred to this organization on (B)(6) 2016. Surgical removal of a retained foreign body was completed without complication on (B)(6) 2016, with a 4 - 5 cm specimen being sent to pathology for review. The object was determined to be the end segment from the guide wire that was used during the initial procedure for kidney stone removal. The procedure on (B)(6) 2016 was performed utilizing fluoroscopy. During the procedure, two guide wires were used with a sheath for placement. One was removed when the laser was used. The stone was identified and broken with the laser, (a 200 micron laser fiber was used at usual settings) fragments were retrieved, the stent was placed. And finally a visual inspection of the renal pelvis is completed prior to removing the scope. The guide wire tip is also inspected and the missing piece was not noted. It was unable to be determined if the product failed or if the laser cut the guide wire. Guide wire tip and guide wire are similar in color (blue vs. Black) making it difficult to visualize.